Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that he went to the emergency room on (B)(6) 2016 due to a high blood glucose level. The customer ran out of insulin and his father took him to the hospital. The customer had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. His blood glucose level went up 475 mg/dl and went back to the emergency room with a blood glucose level of 521 mg/dl. The drive support cap was flushed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.